Event description:
It was reported, pt in surgery for open reduction with internal fixation. Complication with the third hole. The drill bit broke. This was not a new drill bit. Decision was made not to retrieve the drill bit for the pt's right femur, as it would involve extensive dissection and prolonged surgery in a fragile old pt.

Manufacturer narrative:
Device not returned. No evaluation will be performed.